Event description:
The angiosculpt device was used to treat a moderately calcified distal sfa and proximal pop. During inflation, the balloon ruptured at 6 atm and the balloon and sheath were removed together. A new sheath and new balloon was used to complete the procedure. No patient injury reported. During the returned product analysis, the balloon rupture was confirmed and one scoring element strut was detached with a sharp edge observed. This product problem is being submitted for a balloon rupture below rbp and the sharp edge observed. The balloon rupture is being reported conservatively, and the sharp edge has a potential for harm if the malfunction were to recur.

Manufacturer narrative:
The angiosculpt device was returned loaded onto a non-philips introducer sheath. Visual inspection found a damaged scoring element. One scoring element strut detached, but remained intact to the device; however, exposed a sharp edge. An attempt to remove the angiosculpt device from the introducer sheath was performed; but unable due to the damaged scoring element. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak was observed on the proximal portion of the balloon. (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.